Manufacturer narrative:
Additional information: g3, h3, h6. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure. The most likely cause of reported failure of the ar-4068-45r suturelasso appears to be due to mechanical stress during use, potentially compounded by improper handling or technique. The tip of the device crumpled while passing the suture into the labrum, suggesting that excessive force or misalignment may have occurred. Additionally, the surgeon noted that the suture loop was crushed during tendon drilling, despite minimal applied force, which may indicate material fatigue or a structural weakness in the loop. The absence of fragments and the loop breaking while being untied further support the likelihood of stress-induced failure. The complaint allegation was confirmed based on the customer's attached picture of a suture lasso sd 45° with the curved tip broken off.

Manufacturer narrative:
Additional information: b5, d1, d4, g3. Additional information was provided on 08/12/2025 where it was stated this case occurred during shoulder surgery for glenohumeral instability. It happened when drilling the tendon. The surgeon said that he did not use much force to drill the tendon, which ended up crushing the suture loop. There were no fragments, mainly because the loop broke when it was untied. Another suture loop was opened.

Event description:
Additional information was provided on 08/12/2025 where it was stated this case occurred during shoulder surgery for glenohumeral instability. It happened when drilling the tendon. The surgeon said that he did not use much force to drill the tendon, which ended up crushing the suture loop. There were no fragments, mainly because the loop broke when it was untied. Another suture loop was opened.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is product misuse. Specifically, the lasso tip became damaged and stuck in the cannula. In an attempt to remove the dented lasso from the cannula, it broke. The complaint allegation was confirmed based on the customer's attached picture of a suture lasso sd 45° with the curved tip broken off.

Event description:
On 01/10/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4068-45l suturelasso broke. This occurred during a case when passing the right 45° suture into the patient's labrum, the tip crumpled and stuck in the cannula. In an attempt to remove the dented lasso from the cannula, it broke.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.